Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2024, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters, drainage, and cellulitis, extended beyond the patch perimeter, which occurred an unknown number of days after the sensor had been inserted in the arm. The patient reported that since about 4 months she had bad reactions from the dexcom sensor and got cellulitis ¿each time¿ and that the arm ¿got around 7 times bigger¿. The patient did not report a specific amount of sensor sessions that were given skin reactions regarding this period. This is 2 of 2 records to document the unknown amount of skin reactions with cellulitis (related to (B)(4). The patient reported one specific time in which she received a prescription of an oral antibiotic, amoxicillin, which took place in september. After the treatment the patient recovered. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.